Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure a farawave 2.0 catheter was selected for use. However, the wire became stuck and could not be withdrawn from the catheter. The wire was replaced but the issue persisted therefore the physician decided to also replace the catheter. The issue was resolved and the procedure was completed without patient complications. The device is expected to be returned for laboratory analysis.